Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reset the battery to resolve the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered battery faults at startup. The customer informed that the patient side cart (psc) was left unplugged for an unknown amount of time. The customer plugged the psc into a working wall outlet for about an hour and then tried to power on the system, but the system faulted with battery errors, and the battery indicator was showing a single red led, indicating a backup battery charge of 10 percent and no connection to ac power. The customer confirmed that the psc breaker was turned on and the power cable was fully seated. The customer tried moving the power cable to another wall outlet and performing a hard reboot / emergency power off (epo) on the system with no change. The customer confirmed there was still a single red led displayed on the battery indicator. Technical support engineer (tse) informed the customer that in the event of an ac power loss, the psc would likely power off due to no backup battery charge. The procedure was converted to laparoscopic surgery with no reported injury.